Event description:
According to the reporter, during a sleeve gastrectomy procedure, the surgeon used a 15mm step trocar. He had been operating for approx. 45 minutes and opened the 5-15mm adapter to remove the specimen. When he flipped, the adapter open the white plastic seal fell off of the adapter. As the procedure was almost finished, (B)(6) was able to complete the procedure without changing the trocar.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The reported condition for this incident was that during a sleeve gastrectomy procedure the seal disengaged. Visual inspection of the device noted the reducer seal was disengaged and not received. The root cause of the observed condition was determined to be a result of a quality issue with a component obtained from a third party supplier a manufacturing action has been initiated to prevent recurrence of this condition. Should new information become available, the file will be re-opened and reassessed at that time.